Event description:
A report was received that the patient was experiencing discomfort at the battery site. The patient underwent a revision procedure wherein the battery was relocated. No device malfunction was suspected and the patient was reportedly doing well postoperatively.